Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply was not working correctly. The customer stated that "it doesn't cauterize well" it showed up in his office with a red tag on it. No patient effects were reported.

Manufacturer narrative:
(B)(4). Updated sections: b4, b5, d9, d10, g3, g6, h2, h3, h6, h11 the device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. Reported serial #(B)(6)the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that t.w. Power supply was not working correctly. The customer stated that "it doesn't cauterize well" it showed up in his office with a red tag on it. No patient effects were reported. There was no delay.